Event description:
Health professional reported: "a leak".

Manufacturer narrative:
Taper I. The product associated with this report was returned however, the device analysis results are , the connector type is assumed to be a taper I. Visual examination may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."